Event description:
During preventative maintenance of the device, the user reported that the tip of the sensor was deteriorated. Since the event occurred during preventative maintenance, there was no pt involvement during this event.